Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely that the following factors had led to the malfunction: no image due to a faulty receptacle unit, flickering in the image due to a faulty receptacle unit, the light not working properly due to a faulty front panel, and the front panel switches not functioning properly due to a faulty front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had no image, flickering in the image, the light was not working properly, and the front panel switches were not functioning properly. There was no patient involvement.